Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot. The review showed that no ncrs were generated during production and there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the coupling screw became damaged during the removal from the dhs sleeve construct. The patient underwent an initial right proximal femur procedure using the dynamic hip screw (dhs) system on (B)(6) 2016. The lag screw and implant construct was successfully implanted and the fracture reduced appropriately. As the coupling screw was being removed from the sleeve and guide shaft, it was noticed that the coupling screw was bent and the threads at the tip were breaking off. There were no fragments left in the patient and no surgical delay as the malfunction occurred at the end of the surgery. No additional harm was reported. The procedure was completed successfully. Patient status is unknown. This is report number 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the dhs/dcs coupling screw (338.20) is a component of the dhs/dcs dynamic hip and condylar screw system. The coupling screw is used in conjunction with a dhs/dcs wrench (338.06), centering sleeve (338.19) and guide shaft (338.21) for the insertion of the system¿s lag screws. The returned instrument was examined and the complaint condition was able to be confirmed as the distal threaded tip was found to be broken and missing a segment (approximately 3.5mm long and 3.3mm in diameter). No definitive root cause was able to be determined however this failure mode is typically associated with off axis loading and/or rough handling. Relevant drawings for the returned instruments were reviewed both from the time of manufacture and present revision. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined however this failure mode is typically associated with off axis loading and/or rough handling. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: dhs centering sleeve (part 338.19, unknown lot, quantity (B)(4)); dhs guide shaft (part 338.21, unknown lot, quantity (B)(4)); dhs wrench (part 338.06, unknown lot, quantity (B)(4)).